Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that multiple high impedances were identified during reprogramming of the lead of the spinal cord stimulator (scs) system and that the patient lost stimulation coverage of their right side. Multiple programming sessions were performed, however the high impedances were not resolved. The patient underwent a procedure in which the lead with the high impedances was explanted and replaced with a new lead, and is recovering post operatively. It is unknown which of the two implanted leads was explanted, it will not be returned for analysis as it was discarded by the facility.